Event description:
This device was involved in a reported overinfusion of medication. The pump was being used by a home pt for delivery of dobutamine in the continuous mode at a rate of 2.4ml/hr. The drug was mixed into a bag containing 430ml and the tubing was primed by the facility prior to sending the system out to the pt. The pump was programmed with a volume to be infused of 403ml, the facility reports that 20ml should have remained in the bag as an overfill. The pump reportedly alarmed when the bag ran dry approx 12 to 14 hours early. There was no adverse outcome to the pt and no intervention was required. The pt's doctor was notified of the event and no additional treatment was needed. The facility's rep was unable to provide specific pt details.